Event description:
Reporter stated meter read 467 mg/dl and the doctor's meter measured 120 mg/dl. It was reported no treatment was received and no controls were used. A request was made for the return of the suspect device and replacement product was sent.